Event description:
The healthcare professional reported that during a primary endoscopic sinus surgery procedure, the trudi navigation system accuracy was off by about 2 cm. The 0° trudi nav suction device (tdns000z / lot# unknown), the 70° trudi nav suction device (tdns070z / lot# unknown), and the trudi navigation shaver blade (catalog / lot# unknown) were all off in accuracy by 2 cm. The patient was re-registered multiple times without resolution. The patient tracker was re-seated on the patient¿s forehead without resolution. The registration probe was replaced without resolution. It was reported that the procedure was continued without using any navigation. There was no report of any negative patient impact. On 22-mar-2023, additional information was received. The information indicated that when the accuracy issue was observed with the 70° trudi nav suction device, all devices showed green in multiple ports. ¿there was never any error message on the trudi of any kind.¿ the patient tracker did not move during the procedure. The information indicated that the computed tomography (CT) scan contains about 200 slices; the scans were 1 mm and 0.9 mm respectively. It was also reported that ¿nothing was noticed that should have affected accuracy.¿ the suction devices and the navigation blade were all off by the same amount (1 cm +) even after registering several times. On 28-mar-2023, the lot number of the trudi navigation shaver blade was received via additional information. The lot number is 230214a-pc. The acclarent representative reported that he is ¿unable to get the number numbers for the suction devices until we open them again.¿ he further reported that, ¿the problem during these cases were not the [acclarent] devices.¿ based on the additional information received on 22-mar-2023, the event has been determined to be usfda reportable under title 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). D.4: the trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2023-00016, and 3005172759-2023-00017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.